Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: catalog number: 11-165216 lot number:058770, brand name: ringloc bi-polar 28x46mm. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03512. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not assemble with the cup. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report should be voided.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report should be voided.